Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in set) during dwell on the homechoice (hc). The technical service representative (tsr) explained the air alarm. The supply bag was not properly connected and it pulled air in. The tsr had the home patient (hp) cycle power to get the system error 2367. The tsr had the hp cycle power again to get back to press go. The hp will use new supplies. The tsr told the hp to contact the registered nurse (rn) about the air. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, based on the customer report. However, the root cause of the report was not determined. This issue is being investigated through CAPA.